Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead returned with helix extended. Helix noted had dried blood and body fluids in helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The returned segment of lead passed continuity test.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unspecified product performance issue. Additional information received indicated that this rv lead exhibited high pacing threshold and was explanted. No additional adverse patient effects were reported.